Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered incontinence, no bladder control, embarrassment, inconvenience, emotional distress, depression, nerve damage to her bladder, discomfort and pain in the abdominal area, urinary tract infections, and she is no longer sexually active. No further information has been provided.